Event description:
Stryker sustainability harmonic ace shears tips began to smoke during the case, after approximately two hours. About a half hour prior to the incident, the generator beeped "pressure on blade." The generator was then reset (turned on/off) without any further device warnings. Following the device incident, the shears were immediately replaced with another handpiece, with the same lot number, which worked fine for the remainder of the case. Diagnosis or reason for use: total laparoscopic hysterectomy, right salpingectomy, cysto.